Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound on the mx40 telemetry device. It was reported the device was not in clinical use, no adverse event involving a patient or user was reported.